Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely for a follow-up on (B)(6) 2021. Review of the transmissions revealed that there was undersensing of atrial signals on the pacemaker. It was noted that the patient recently had an atrioventricular node ablation procedure. Also, there was a recent out of range capture threshold measurement noted. No programming changes were made and the pacemaker will be monitored going forward. The patient was in stable condition.